Event description:
It was reported that approximately two years post-implantation, the patient underwent a right hip revision due to a periprosthetic fracture following a fall. There was also subsidence of the femoral component noted. The patient has experienced pain and is unable to bear weight. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign australia. H6: proposed component code: mechanical (g04 ¿ stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately three and a half years post-implantation, the patient underwent a right hip revision due to a periprosthetic fracture following a fall due to tripping. There was also subsidence of the femoral component noted. The patient has experienced pain and is unable to bear weight. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5; g3; h2; h6. D4: attempts have been made to gather all product identification information and no further information has been provided. It was reported revision thr for periprosthetic fracture secondary to fall. Patient tripped, fell and hit leg on concrete step while bowling, no instability or prior complications prior to fall. As the complaint indicates, the patient sustained an external trauma that caused the complication with no allegations against the device prior to the event. Product has not been evaluated as it has been determined the event is not related to device. Part and lot/serial identification are necessary for review of device history records and a complaint history review, neither were provided. The root cause of the reported event was determined to be unrelated to the device. Event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.